Event description:
The following has been reported: "incorrect ID system error 110" system error 110 has been defined by our fresenius kabi vial's techinical services group to be a software system error triggered at start-up by broken components. However with the information that was provided, fresenius kabi is unable to confirm when this occurred, so the decision has been made to submit a report. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.